Manufacturer narrative:
Date sent to the FDA: 9/10/2020.

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 5/10/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisonal hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported it was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted omentum was removed from the previously placed mesh, which was stuck to the sigmoid colon. Most of the mesh was removed, but a small piece of mesh was left on the sigmoid colon. It was reported that the patient experienced severe pain, inflammation, nausea, bowel issues and incontinence. No additional information is provided.